Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after insertion of the right ventricular (rv) lead, it was noted that the lead exhibited inadequate capture. After repositioning the lead, it was noted that the stylet could not be advanced in the lead. The lead was not used and a new lead was implanted. Patient was in stable condition.

Manufacturer narrative:
The reported event of high capture thresholds and failure to advance stylet were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil over torqued coil consistent with the procedural damage. Electrical testing performed found an internal short between the conductors due to the inner coil over torqued consistent with the procedural damage. The stylet could not be inserted due to the as received condition of the inner coil. The cause of the reported events was isolated to over torqued of the inner coil in the connector region.